Event description:
It was reported that during a ptca/stenting streatment procedure, removal difficulties were encountered. The maverick2 monorail balloon was being used to predilate the lesion for placement of a stent. The lesion being treated was a 100% stenotic lesion in an unspecified coronary artery. The maverick2 monorail balloon was successfully passed into the lesion and inflated twice to 9 atms. The balloon was then repositioned distally and inflated once to 5 atms. When the physician attempted to remove the catheter he met resistance and had to remove the guidewire and balloon catheter as a unit. The procedure was successfully completed with placement of a balloon expandable stent. No pt injuries or complications were reported. Pt status is reported as 'good'.